Event description:
It was reported that during use with 10 bd vacutainer® sst¿ ii advance plus blood collection tubes the stopper remained in tubes during decapping process. There was no report of patient impact. The following information was provided by the initial reporter: during use. During the de-capping cap removed from the stopper. They use symens full automation and during the de-capping after integrated centrifuges the instrument arm picks the tube from the cap to remove but when it is trying only cap comes out the stopper gets stuck inside the tube which causing the problem to stop the full automation. They use all the bd tubes and it happens only with the yellow sst tube. We have given a box of 100 new lot number for them to try to see whether it will be happening with the different lot no.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.